Manufacturer narrative:
A ge svc rep performed onsite investigation. The sram and tech processor were evaluated and identified as requiring replacement. The customer declined repair of the sys at this time. No conclusion can be drawn as sys analysis or repair info is unavailable at this time and no add'l svc info was provided.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.